Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 at 12:52:29. During night drain cycle four, the patient's ultrafiltration reading was 128ml, indicating the home patient (hp) drained 128ml more than their maximum programmed fill volume of 200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through the review of the event history logs. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.